Event description:
It was reported that the patient presented with post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the post-paced t-wave over-sensing on the implantable cardioverter defibrillator was discovered during remote transmission via merlin.net. Programming changes were made. Patient condition was stable.